Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the luer hub of the cypher select plus 2.5 x 13 mm stent broke when the physician attempted to connect the stent delivery system (sds) to the syringe. Additional information has been requested. The initial inspection of the returned product indicated that the luer hub was cracked.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional info will be submitted within 30 days upon receipt. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.